Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was getting a motor error alarm again on the insulin pump. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer reported that the drive support cap appears normal. Customer did not report a motor position encoder error alarm. Customer was assisted in clearing the alarm. Customer was able to rewind and prime. The pump alarmed motor error as the customer was attempting to check the alarm history. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.